Event description:
It was reported by the customer that on (B)(6) 2010 the fiber broke at 8,706 joules. Also, it was reported that there was no aiming beam. No patient injury was reported. The device was not returned for evaluation.